Manufacturer narrative:
Patient weight was requested but was not provided. Manufacturer's investigation conclusion: it was reported that the patient was transplanted on (B)(6) 2022. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. It was reported that heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), would not be returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. The hm3 lvas IFU is currently available. No device related issues were reported by the account. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent heart transplantation. Whether the outcome was device or therapy related was not provided. The device was retained by the hospital.